Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer encountered low and high blood glucose. The customer's blood glucose was between 300mg/dl-400mg/dl, the transmitter seemed to stop working. Customer realized she was low, and then went high. She declined to troubleshoot for the low or high. The sensor seems to be inoperable, it doesn't seem to charge.